Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 464 mg/dl and diabetic keto acidosis. Customer¿s other blood glucose values are 400 mg/dl and 300mg/dl. Customer did receive a sensor updating/sg value not available alert. Customer did receive a change sensor alert. Troubleshooting was done for high over delivery. The insulin pump will not be returned for analysis.